Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another temperature sensing foley catheter it showed the reading 38.2 degrees but when customer used esophageal, temporal and tympanic all reading 36.3 degrees. Same cord used for esophageal reading as the foley. They did try and change to a new cord with no difference noted. Per internal bd comments received on 03june2025 this was not the first instance of this, customer also experienced this issue in (B)(6) 2025. This was the first reported case since the initial reports.

Event description:
It was reported that customer had another temperature sensing foley catheter it showed the reading 38.2 degrees but when customer used esophageal, temporal and tympanic all reading 36.3 degrees. Same cord used for esophageal reading as the foley. They did try and change to a new cord with no difference noted. Per internal bd comments received on 03june2025 this was not the first instance of this; customer also experienced this issue in (B)(6) 2025. This was the first reported case since the initial reports. Per additional information received on 08jul2025 that, product was used on the patient and no patient impact was reported.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 temp sensing foley catheter. Verified material number 119316m and manufacturing lot number ngjx5484. Visual inspection noted no obvious observations. Further test required. Functional: catheter was tested in accordance with tm0301213 revision 2. Catheter failed the continuity check with 1.9 (ohms). Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.